Event description:
During a contrast injection through a 070 neuron delivery catheter, the physician noticed "dye going everywhere". The physician removed the neuron to find that the distal end was fragmented. A second 070 neuron was used with no issues. There was no injury to the patient.

Manufacturer narrative:
Conclusion code: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: the distal section shows stretching from 7.5 - 8.3 cm from the tip of the catheter. In addition there are ovalizations at 3.0-4.3 cm, 6.3 and 10.0 cm from the distal tip. There are multiple holes in the wall of the stretched section of the catheter near the proximal end of the stretching. The catheter is non-functional. Conclusion: damage to the catheter is confirmed. However, the stretching and subsequent loss of stability observed in the catheter would have prevented the advancement of the catheter into the neurovasculature, so the stretching damage most likely occurred either while repositioning the catheter under tension once inside the patient or at the time of its removal from the patient. Therefore, because the only holes present on the catheter from which dye could have leaked are within the stretched region of the catheter, it is not possible to determine the root cause of the failure. It is unknown whether the physician exaggerated the stretch after removal from the patient, but the ovalizations on either side of the stretched segment are consistent with gripping the catheter shaft and applying a force to the stretched segment. The manufacturing records for this device were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.